Manufacturer narrative:
Complaint conclusion: as reported, button 1 of a 5f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved through manual compression lasting twenty minutes. There was no reported patient injury. No damage was noted to the button. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm. Moderate vessel tortuosity and calcium presence near the puncture site were observed. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open with no syringe returned for this evaluation. The sealant was present in the manufacturing position, partially exposed. About the sealant sleeves, a kinked condition was observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the sealant sleeves kinked condition. Additionally, due to the deployment difficulty ¿ premature observed, the catheter working length was verified and noted to be within the defined parameter. The csi insertion/withdrawal simulation could not be performed because the kinked sealant sleeves impeded introducer passage. However, a simulated deployment test was completed in response to the deployment difficulty ¿ premature observation. The unit functioned as intended: the sealant deployed correctly, the balloon retracted as expected, and after aligning the tension indicator by pulling in the distal direction, both button 1 and button 2 were depressed in the instructed sequence without issue. The reported event of ¿button #1 frozen/locked¿ was not observed through analysis of the returned device since button one was able to be fully depressed during the functional analysis. The event of ¿mynx control system deployment difficulty premature¿ was observed during analysis of the device since the sealant was found partially exposed. This was due to a kinked condition of the sealant sleeves that was also observed during the analysis. The exact cause of the reported event could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, calcification of the vessel was reported. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved through manual compression lasting twenty minutes. There was no reported patient injury. No damage was noted to the button. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm. Moderate vessel tortuosity and calcium presence near the puncture site were observed. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was present in the manufacturing position, partially exposed.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was not pressed. Hemostasis was achieved through manual compression lasting twenty minutes. There was no reported patient injury. No damage was noted to the button. Femoral artery suitability was verified on angiography, including an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be at least 5 mm. Moderate vessel tortuosity and calcium presence near the puncture site were observed. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.